Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: h6: health effect code was added: 4624 and 4627. H6: health clinical effect code was added: 4581. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (63599745) revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot (63599745) and no similar event or complaint was found. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is parafunctional habits of the patient. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028/k013227.

Event description:
It was reported that the implant fractured, specifically the stabilization ring and then some. Implant was removed. Tooth #3.